Event description:
The customer reported that results on a single pt sample obtained from a vitros 250 chemistry system were associated with the incorrect pt demographics and requested assays. The vitros 250 results were not reported, and there were no reports of pt harm as a result of this event. The report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event determined that the vitros 250 was operating as intended. The customer was referred to the vitros 350/250 operators guide, section 7, "if a retained sample ID is not processed to completion, the sample ID and its associated program including tests and demographics, is retained in system memory indefinitely. If a new sample is processed in the future using the same retained sample ID, the tests and demographics associated with the new sample program will not be stored in the system memory. After processing the new sample, the results for the previous incomplete tests and associated pt demographics will be reported for the retained sample program for the original sample ID". The customer was not aware of this info. The customer re-used sample ids that had been previously downloaded to the vitros 250 and had incomplete assay testing. The customer will institute a policy of deleting retained sample ids to avoid further occurrences of this issue. The root cause of this event is user error.